Manufacturer narrative:
UDI not available for this system. A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. When doing the rad gain calibration, there was a bang and the rotation stopped. The dialogue got stuck and they had to reboot the system. There was no patient present when this issue was identified. During troubleshooting, it was found that the issue came from the inner door covers intruding in the gantry and being hit by the louvre cover during rotation. This stopped the rotation and disturbed the calibration and it got interrupted. It was suspected that the probable cause was damage from hitting objects with the imaging system.